Event description:
A medtronic representative reported that during a cranial tumor resection procedure, they performed a successful touch n' go registration, but after registration was completed, the images flipped left / right. They tried to register the patient again, but the images flipped a second time. The rep stated that the fudicals were not symmetrically on the patient. The site was able to register successfully with the point merge registration technique and continue with the surgery. No impact to the patient was reported.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
Patient age and weight was requested, but is not available from the site. Additional case covered on (B)(6), surgeon used touch n go registration without issue. Copies of both the reported issue exam and the successful exam were archived and delivered to medtronic software engineer for comparison and evaluation. Results of evaluation still pending at this time.

Manufacturer narrative:
Patient age and weight are provided.